Event description:
The facility reported a pump with a blank screen during programming. The blank screen occurred prior to patient use, during priming dopamine by an emergency room staff member. The device went into a completely black screen and rebooted itself into the regular start up screen. This process occurred twice. There is no reported patient injury or medical intervention required.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.